Event description:
On (B)(6) 2012 it was reported that the patient's generator and lead would be returned to the company. The generator was explanted due to battery depletion, but it was unknown why the lead was replaced. Clinic notes were later received from the surgeon that described the surgery and issues. The preoperative diagnosis was listed as "failed vagus nerve stimulator". The notes state that the physician interrogated the device recently and the device was not functioning. Surgery was performed on (B)(6) 2012 and it was stated that the diagnostics were checked after the generator was replaced which showed high lead impedance and output at limit. Per the notes, these results indicated a lead problem and possible lead fracture so the patient's old lead was replaced as well. When the product was returned, a return product form was attached which state that the reason for explant was end of service - battery depletion eri = yes and lack of efficacy. No additional information on the lack of efficacy has been provided. Product analysis shows that there is no malfunction with the generator; however, the generator was found not to be at end of service. The suspected high impedance and possible lead break were confirmed through product analysis. During the visual analysis quadfilar coil 1 appeared to be broken approximately 1mm from the electrode bifurcation. Scanning electron microscopy was performed and identified the area as being mechanically damaged and pitted which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings in the product analysis lab, there is evidence to suggest a discontinuity in the returned portion of the lead. Note that since a portion of the lead assembly body, including the connector pin, boot section, and the electrodes, were not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Diagnostics performed after surgery indicate the generator and lead are functioning well with no evidence of impedance problems and a dcdc code of 1. The device was programmed to 0ma output current. Attempts for additional information have been made; however they have been unsuccessful.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.